Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported failure to deploy the thumb advancer and failure to split the sheath were confirmed based on the returned device condition. The reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, returned, unused, sterile proglide devices were successfully tested and no malfunction was noted.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after a diagnostic angiogram. Reportedly, resistance was felt during sheath splitting; the sheath had an irregular split part way down and stopped splitting. The safety release mechanism was used to remove the starclose se device. A small hematoma occurred. Manual arterial compression was applied to achieve hemostasis. The hematoma was treated with massage. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.